Event description:
This is an international report where the home patient (hp) received a check heater line alarm. The care giver (cg) stated that he changed the cassette. The technical service representative (tsr) informed the cg, when starting over with new supplies that all of the supplies need to be changed out. The tsr informed the cg to start over with all new supplies. There was patient involvement but no patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error, reuse of single use product issue. Complaint is confirmed because it is reported that during trouble shooting of an alarm situation check heater line, patient changed out cassette only and reused the solution bag during therapy, which is a use error. The assignable cause was undetermined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.